Event description:
Customer reported the rj11 clip is missing teeth. A note attached to the unit read "phone jack plug is messed up". The customer did not provide a date when this was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned unit confirmed damage to the rj-11 pins. Pins in the rj-11 receptacle are bent. Two pins appear to be touching. Battery springs are bent. Aqualert water indicator label is missing. Unit powers up and passes all functional tests. Note: instructions for use states: check that the rj11 plug on the sensor cable is not damaged (plug broken, or wires disconnected) and is securely connected to the alarm. When installing batteries: hold alarm vertically upside down to prevent battery spring from bending during battery installation. Insert four (4) new "aa" alkaline batteries. Take care not ot damage battery contacts. (B)(4).